Event description:
It was reported that the patient experienced dizziness, difficulty breathing after short activity, and arrhythmia detected remotely via merlin.net. Upon review, the pacemaker was suspected to have a failure to capture. No intervention was performed, and no additional adverse effects were reported.